Manufacturer narrative:
The reason for this revision was to revise from a total shoulder to a reverse shoulder prosthesis (rsp) after one year of patient use due to the patient experiencing persistent pain and decreasing motion. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the patient's persistant pain and loss of motion was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had a total shoulder done in 2012 and has had persistent pain and decreasing motion. After examining x-rays, the surgeon decided to revise from a total shoulder with a turon to a reverse shoulder prosthesis. He removed all of the old turon components and implanted primary reverse components.